Event description:
A customer reported a suspect positive cyclesure 24 biological indicator (bi) after a completed cycle in their sterrad 100s sterilizer. The load was not recalled successfully. It is reported that instruments from the load with the positive bi were used on two unidentified patients. The two patients were provided antibiotics and the physician for the patients is requesting testing results of the returned product sample. The load contents are unknown. At this time, no additional information is available regarding this event. If additional information is received, a supplemental medwatch report will be submitted.

Manufacturer narrative:
(B)(4): suspect positive bi. Product samples have been received and the investigation is pending.

Event description:
The suspected positive bi occurred on a test load; there were no instruments in the load that could potentially be used on a patient. The instruments used on the two unidentified patients were instruments from subsequent loads. The cycles did not cancel on those loads. The antibiotics prescribed are unknown; however, they were prescribed prophylactically. There was no report of injury or harm to patients.

Manufacturer narrative:
Further follow-up and review of this complaint revealed the cyclesure 24 biological indicator (bi) was used in a test cycle and no load was involved. The sterrad 100s sterilizer functioned per specification and the two subsequent bis were negative. Therefore, this complaint is deemed to be not reportable. Below are the results of our investigation: asp investigation summary: the investigation included a review of the device history, trending by product line and system serial number, failure mode and effects analysis and the health hazard evaluation. The DHR (device history record) was reviewed and there were no non conformance reports found that will contribute to the reported issue. The complaint history review for the cyclesure bi, indicated there was one similar complaint reported for this lot for suspected positive bi; one complaint for appearance and thirty-two complaints for missing components/part. Trending analysis for suspected positive bi issues associated to the cyclesure did not indicate a significant trend. The fmea (failure mode and effects analysis) assessment revealed a low-safety risk. The hhe (health hazard evaluation) was reviewed and the issue is considered to be none/negligible risk. The customer did not experience two consecutive positive bi events from the same sterilizer; therefore, there was no service dispatched. The patients who received additional antibiotic remain unidentified after many attempts to gather that information. Based on the information available, a definite root cause could not be confirmed as thorough investigation and testing could not reproduce the reported issue of a positive bi result. A sample size of the retains were examined and no issues were found with the retain samples. There were no problems found with the RMA samples. The customer has not experienced further positive bi issues after this event. Asp will continue to track and trend.